Manufacturer narrative:
This case was initially received via regulatory authority(B)(6) (reference number: (B)(4)) on 27-jul-2017. The most recent information was received on 29-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstrual periods") and pituitary tumour ("pituitary tumor") in a (B)(6) female patient who had essure (batch no. 50756120) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pituitary tumour (seriousness criterion medically significant), alopecia ("hair loss"), breast discharge ("milk in breasts"), amnesia ("memory loss"), paraesthesia ("tingling of all four limbs"), visual acuity reduced ("lowered visual acuity"), weight increased ("weight gain"), gastrointestinal motility disorder ("transit problems"), pruritus ("itching"), uterine disorder ("vascularized uterus"), fatigue ("intense fatigue/tired/body worn out"), tinnitus ("tinnitus"), back pain ("back pain"), white blood cell count decreased ("decrease in white blood cell count"), depression ("depression"), anger ("annoyance for no reason and inability to control the annoyance"), eye pain ("stinging eyes"), lacrimation increased ("eyes that tear"), headache ("headaches") and device toxicity ("this device has poisoned me"). The patient was treated with surgery (laparoscopic salpingectomy to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pituitary tumour, alopecia, breast discharge, amnesia, paraesthesia, visual acuity reduced, weight increased, gastrointestinal motility disorder, pruritus, uterine disorder, fatigue, tinnitus, back pain, white blood cell count decreased, depression, anger, eye pain, lacrimation increased, headache and device toxicity outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, anger, back pain, breast discharge, depression, device toxicity, eye pain, fatigue, gastrointestinal motility disorder, headache, lacrimation increased, menorrhagia, paraesthesia, pituitary tumour, pruritus, tinnitus, uterine disorder, visual acuity reduced, weight increased and white blood cell count decreased with essure. The reporter commented: she lost her job because of all of the symptoms that essure caused her, she had not given an easy life to her kids because of her health condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 461 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstrual periods") and pituitary tumour ("pituitary tumor") in a (B)(6) female patient who had essure (batch no. 50756120) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pituitary tumour (seriousness criterion medically significant), alopecia ("hair loss"), breast discharge ("milk in breasts"), amnesia ("memory loss"), paraesthesia ("tingling of all four limbs"), visual acuity reduced ("lowered visual acuity"), weight increased ("weight gain"), gastrointestinal motility disorder ("transit problems"), pruritus ("itching"), uterine disorder ("vascularized uterus"), fatigue ("intense fatigue/tired/body worn out"), tinnitus ("tinnitus"), back pain ("back pain"), white blood cell count decreased ("decrease in white blood cell count"), depression ("depression"), irritability ("annoyance for no reason and inability to control the annoyance"), eye pain ("stinging eyes"), lacrimation increased ("eyes that tear"), headache ("headaches") and device toxicity ("this device has poisoned me"). The patient was treated with surgery (laparoscopic salpingectomy to have essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pituitary tumour, alopecia, breast discharge, amnesia, paraesthesia, visual acuity reduced, weight increased, gastrointestinal motility disorder, pruritus, uterine disorder, fatigue, tinnitus, back pain, white blood cell count decreased, depression, irritability, eye pain, lacrimation increased, headache and device toxicity outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, back pain, breast discharge, depression, device toxicity, eye pain, fatigue, gastrointestinal motility disorder, headache, irritability, lacrimation increased, menorrhagia, paraesthesia, pituitary tumour, pruritus, tinnitus, uterine disorder, visual acuity reduced, weight increased and white blood cell count decreased with essure. The reporter commented: she lost her job because of all of the symptoms that essure caused her, she had not given an easy life to her kids because of her health condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.